Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.

Event description:
It was reported that a user experienced intermittent and sometimes extreme low blood glucose while using the ilet despite prior training and a factory reset, after which the user largely paused insulin delivery and pursued a device return. Symptoms included hypoglycemia. Outcomes included user discontinuation of therapy on the device. Customer care provided support that included internal case review and return authorization for device and supplies. Investigation of this case revealed no device performance finding available from field data, and the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.